Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 400 mg/dl which could not be controlled with bolus or manual injections. Customer reported that blood glucose was 54 mg/dl then elevated and does not understand why. Customer reported of already troubleshooting and still not able to bring blood glucose down. Customer was advised to consult with healthcare professional due to no resolution.